Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a device leak occurred. A pulse field ablation (pfa) procedure was performed using a faradrive steerable sheath. At an unspecified time during the procedure blood leaked from the faradrive steerable sheath. No patient complications were reported.

Event description:
It was reported that a device leak occurred. A pulse field ablation (pfa) procedure was performed using a faradrive steerable sheath. At an unspecified time during the procedure blood leaked from the faradrive steerable sheath. No patient complications were reported.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review the batch number was not reported for this faradrive steerable sheath. A ship history was performed based on the device upn# m004pfce21m402 to identify the most recently shipped batches to the customer. A review was completed of the device history records (DHR) for the faradrive steerable sheath lot# cl13340. All devices from this lot were processed through all normal operation conditions and passed all acceptance activities. The DHR reviews did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis upon receipt at a bsc post market quality assurance laboratory, the faradrive steerable sheath was analyzed by a bsc quality investigator. The faradrive steerable sheath was visually, microscopically, and functionally examined. Visual inspection identified no outer abnormalities. During functional testing the faradrive steerable sheath leaked. Microscopic analysis of the sheath identified tears on the external and internal hemostatic valves. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a review of the faradrive hazard analysis was completed and confirmed that the event of inadequate valve seal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of cause traced to device design. It was reported that during a pulse field ablation procedure, blood leaked from the faradrive steerable sheath. Inspection of the returned faradrive steerable sheath identified tears on both the external and internal hemostatic valves by their center slit, compromising the valves ability to seal pressure and fluid within the sheath which likely led to the periprocedural blood leakage.